Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effect of mitral regurgitation (mr), as listed in the eifu, mitraclip ntr/xtr, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The patient effect of worsening mr appears to be related to the slda; therefore, attributed to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of implant: estimated date.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of unknown. One mitraclip was implanted with a good result. On an unknown date, the patient presented with gradually worsening condition. On (B)(6) 2020, a single leaflet device attachment (slda) was noted. The mr was 4+. The clip had detached from the anterior leaflet and remained attached to the posterior leaflet. Two mitraclips were implanted to stabilize the slda, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.